Event description:
Reporter indicated that pt's generator was explanted due to infection at both the pulse generator/pocket and bipolar lead/cervical areas. The pt is reportedly doing well and the infection is resolved. The infection was treated with antibiotics (ceftriaxone and vancomycin) and explant of the pulse generator only. At the time of initial implant surgery, both preoperative and intraoperative antibiotics were prescribed as well as a course of postoperative antibiotic therapy, the ncp system tunneling tool was used during the implant procedure; however, it is not known whether the tunneler was used as a single-use-only device. The pt had not undergone any other surgical or dental procedures either three months pre or post vns implant and is not implanted with any other devices. It was reported that the pt had irritated/scratched at the incision site, possibly contributing to the infection event. Reimplant is planned.